Event description:
It is reported that the screwing part on the trigger came unscrewed when the doctor impacted and went into the back of the knee. Doctor located screw and continued with the procedure.

Manufacturer narrative:
Evaluation - as returned, the broach impactor appears in relatively good shape considering its approximate 8 year potential field age. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Instrument was redesigned, incorporating an eb weld, instead of the epoxy connection. Device history records indicate device manufactured to specification.